Event description:
An olympus endoscopy account manager reported on behalf of the customer (physician) that following an unspecified procedure, one of the hospital staff notified him that there was tissue on the seam that is on the back of the maj-2315 (subject device). The physician went back in with a scope and found that there was a tear just below the gastroesophageal junction. The physician used a couple of clips to close the tear and the patient seemed to be doing fine. The customer was not sure of the serial number of the tjf-q190v scope that was in-use at the time of the event, but with some assistance from the hospital staff, the lot number associated with the maj-2315 was determined to be h2126. Additional details have been requested regarding the reported event, including the current status of the patient. At this time, no additional information has been provided. This report is being submitted for the maj-2315 (single use distal cover), on the medwatch with patient identifier (B)(6). The tjf-q190v (evis exera iii duodenovideoscope) is being reported on the medwatch with patient identifier (B)(6).